Event description:
The report received from the field indicated that the prowler select plus 150/5 cm 45 shape micro-catheter stripped and fell apart inside the (unknown) guiding catheter. There was no reported patient injury. No additional information was provided. Additional information was requested but is not available at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the prowler select plus 150/5 cm 45 shape microcatheter "stripped and fell apart" inside the unknown guiding catheter. There was no reported patient injury. No additional information was has been obtained in response to multiple investigative efforts. The product was returned for inspection. A non-sterile prowler select plus was received coiled inside of a plastic bag. A non-cordis guidewire and guiding catheter were received inside the same plastic bag. A broken y-connector was attached to the guiding catheter as well as a broken valve was received in the same plastic bag. The microcatheter was inspected and flattened sections were observed. No other damages were noted in the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The device was inspected and no anomalies or damages were noted in the inner lumen. Review of lot 15062046 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported that the device "stripped and fell apart" was not confirmed and no separation of the catheter or lumen were observed. The cause of the flattened section noted in the device could not be conclusively determined; however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process. Inspections are in place to prevent these kinds of damages leaving from the facility. Based on the analysis, no conclusion can be made regarding the reported event. The cause of the flattened section remains inconclusively and undetermined. There is no indication of any device design or manufacturing issues related to the reported event or findings of the analysis. Therefore, no corrective actions will be taken at this time.